Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The oversensing was noted on a stored egm (electrograms). Programming changes were made. There were no patient consequences.